Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. At this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a false positive indicator, resulting in remote monitoring being disabled. In the presence of a behavior consistent with a high battery impedance, the device disables the remote monitoring feature to prevent the device from entering safety mode. With the available information, boston scientific concludes this device exhibited an unintended behavior associated with a software update. Boston scientific is actively developing an additional software update to address this unintended behavior. If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received that technical services discussed that this was a false positive explant indicator related to a software update. The telemetry function will be restored once the software correction is complete. At this time, this device remains in service. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on january 1, 2000 and that remote monitoring was disabled. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received that technical services discussed that this was a false positive explant indicator related to a software update. The telemetry function will be restored once the software correction is complete. At this time, this device remains in service. No adverse patient effects were reported.